Event description:
Intra-peritoneal abscess at implant site. Info was received on 29-oct-2007 from a physician regarding a female patient with a medical history of gastric cancer and a femoral fracture in 2002. In 2007, the patient was hospitalized due to peritonitis caused by gastric perforation. The patient was diagnosed with gastric cancer and was transferred to the dept of surgery and the cancer was alleviated by conservative mgmt. Sixteen days later, the patient underwent an excision of the pyloric stomach, d2 dissection and roux-en y reconstruction. Two sheets of seprafilm were placed under the median incision. Intra operative findings included a pre-existing adhesion at the greater curvature of the pyloric stomach and adhesiolysis was conducted. No non-purulent inflammation existed, however, an infection was present. The abdominal cavity was washed with 3 liters of water. Gastroduodenostomy was performed by instrument and roux-en y. Anastomosis was sutured by hand. The perforated part was covered with the greater omentum and a small amount of outflow from the stomach was observed during detachment. A duple drain was placed after surgery and drainage was good. The abdominal incision was 30 cm long. The peritoneum was sutured consecutively with 3-0 vicryl. The skin layer was knotted by skin stapler. The operative field was defined as clean-contaminated. Fifteen days later, an ivh catheter was placed. The next month, the drain was removed and the patient's white blood cell count was 12500 and her c-reactive protein was 20.3. In the same month, there was no drainage and a computed tomography was performed which revealed a convex shaped fluid accumulation that touched the abdominal wall beneath the median wound. Incision and drainage was performed. A culture of the intra-abdominal abscess was performed the same day, but it was negative for general aerobes and anaerobes. Four days later, the patient was given famotidine and mosapride citrate orally to treat the underlying disease. Eight days later, the patient was discharged from the hospital and had recovered from the abscess as of the following three days. The physician noted that seprafilm "was not indicated for preoperative gastric perforation in this patient". "Fluid accumulation due to shield by seprafilm" was considered as a cause. The cause was considered "that the drain was not removal from winslow's foramen." He also stated, that the infection from the gastric perforation and a care unit infection could have been possible cause of the adverse event aside from seprafilm. The physician assessed the adverse event as moderate in intensity and probably related to seprafilm. The complaint investigation summary was received on 09-nov-2007. No sample was returned and no lot number was provided by the user facility, therefore, genzyme quality assurance is unable to perform an evaluation or lot history review. If a lot number is provided in the future, this complaint will be re-opened and the appropriate investigation will be conducted.